Event description:
A report was received from a user facility in (B)(6) stating: "sleeve does not enter by a 1.8 incision. No pt impact. No product available used replacement product."

Manufacturer narrative:
The facility has discarded the product, it is not available for eval. Sterilization and lot history records were reviewed and no exceptions were found.